Manufacturer narrative:
Review of the intraoperative system logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues were observed. The following concomitant products were used during this procedure: 30 degree endoscope plus, mcs, fenestrated bipolar forceps, synchroseal. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had extensive disease and the information provided suggests the margins were positive after the initial resection necessitating an additional significant en bloc resection. While some portions of the operation are reported to have been done via open surgery, the exact portion performed robotically is not clarified in this report. No robotic equipment issues or intraoperative complications are reported. The patient eventually died but how they died and the events that led to the death are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after a hybrid da vinci-assisted transthoracic esophagectomy with neck anastomosis followed by an open extensive abdominal procedure, the patient developed refractory shock, and subsequently expired. It was not possible to perform the abdominal portion of this surgery robotically as the patient had a prior gastrectomy due to positive margins diagnosed at the anastomotic site; chemo and radiotherapy treatment was initiated. The open procedure involved resection of the prior jejunum anastomosis, pancreatic body and tail, spleen, and left diaphragm resections with drain placement. There were no intraoperative complications reported during the robotic or open abdominal procedures, both of which were successfully completed. Post-procedure the patient was significantly acidotic and did not awaken. The patient became unstable requiring norepinephrine and vasopressin infusions, and ventilatory support. Despite interventions, the patient developed refractory shock, progressing to asystole. The surgeon reported that there was no correlation between the robotic surgery and the patient¿s clinical outcome. There were no failures during the da vinci robotic surgery process.